Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad administrator reported that after approximately 15 months of support, the patient had a driveline infection and is ongoing without antibiotic treatment per the patient's choice.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.